Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a red plug leak was observed on an implanted impella 5.5. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of product damage (hole in catherter) has been completed. Product damage (hole in catheter): clinical details note that there was coming from the red impella plug shortly after arriving in ICU. Data logs are not applicable. Product was returned and blood was found in the red handle. There was a puncture hole found in the catheter near the 30 cm marking. The cause of the product damage (hole in catheter) was most likely use-related since there was a puncture hole found near the 30 cm catheter marking that led to blood ingress into the red handle. D9: device returned to manufacturer date added.